Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 269 mg/dl and 117 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.